Event description:
It was reported that during defibrillation threshold testing, noise was observed. Oversensing was found prior to dft testing. The lead was connected to the atrial port of the device and a new lead was connected to the v sense port which was free of noise.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.